Manufacturer narrative:
(B)(4).

Event description:
It was reported by a non-medical professional that the patient underwent a kyphoplasty procedure at t9 and t11. Pre-operative diagnosis was acute compression fractures at t9 and t11. Due to the lack of trauma to the area, it was determined that the fractures were a result of osteoporosis. According to the medical records there "was some extravasation of bone into the vein" during this procedure. In addition, the records indicate "there was a questionable extravasation of a small amount of cement". The "leaked" bone cement was never removed from the patient and "has been a constant source of medical complications since that time". It was reported that immediately after the surgery, the surgeon was concerned that the patient had suffered a stroke and was transferred to the ICU. Other medical records allege the patient suffered from a myocardial infarction, seizure, multifocal embolic stroke, ardsand lesions on his brain as a result of this surgery. It is reported that the patient can no longer walk unaided, has lost his normal bladder function and experiences a decrease in mobility.